Manufacturer narrative:
Procedure was stated as being at the end of 2011. We are unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR could not be done as the lot number was not provided. The most likely root cause classification of the reported event is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported that during an atrial fibrillation procedure using a swartz braided transseptal introducer a cardiac perforation and a right arterial to aorta fistula occurred. The pt was given general anesthesia for the procedure. The physician placed three sheaths in the right femoral vein. A decapolar catheter was placed into the cs. A swartz braided transeptal introducer was used to introduce a transseptal needle and a transseptal puncture was attempted. Rao view on fluoroscopy showed the needle a little anterior. Upon advancing the needle, the needle and the jumped forward bright red blood was aspirated from the needle. Dye was injected and spread in usual pattern. Pressure initially was 70 with subsequent pressure of 19. The needle was withdrawn and a guidewire was introduced into the introducer and dilator which then went inferolaterally with pvc's noted. The physician was not able to redirect to a left superolateral fashion as usual with his left atrial puncture. He thought he was in a good position in the rspv in looking at the preoperative CT scan. The introducer was advanced over the guidewire and the dilator and wire were removed. A d curve navistar catheter was placed through the introducer was attached to the introducer which revealed ao pressure. Aortogram confirmed the introducer was within the aorta. A right atrial to aorta fistula was noted and was closed in the cathlab procedure room with an amplatzer device. There were no further adverse consequences and the pt was discharged home.